Event description:
The lead was returned to the manufacturer after being explanted as the patient received inappropriate shocks due to oversensing of the ventricular lead. A lead fracture is suspected. The lead was capped and replaced. The lead subsequently tested out of specification during the manufacturer's analysis in a manner that does not meet exemption criteria. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was received in segments and analyzed. The distal conductor was fractured. It was also noted that the defibrillation conductor was distorted and had blood/body fluid (not obstructed). The outer insulation was breached (clavicle-rib crush). The outer tubing overlay was melted and had cosmetic environmental stress cracking. White substance was noted on the exposed defibrillation coil and on the outer insulation. The outer insulation had cosmetic depression. The helix/lobe was distorted and bent along with having blood in/on the mechanism.